Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A technical support specialist, after restarting the application, it began functioning properly. The customer was then able to successfully issue the item. The system functioned as intended after the technical support specialist troubleshot the device.